Event description:
It was reported that during the index procedure to treat a 45mm aaa, the etbf2813c145ej was placed in the left main and etlw1620c156ej was placed from the right contralateral side. Etlw1624c124ej was placed distally from the left ipsilateral side. The a limb etlw1624c124ej placed on the left ipsilateral side slightly covered the internal iliac artery, resulting in a ib endoleak and delayed contrast effect in the internal iliac artery with decreased blood flow. The ib endoleak disappeared and the iia coverage improved after additional touch-up ballooning was performed. The procedure was completed without any other endoleaks. Angiography from the sheath inserted into the left femoral artery appeared to show partial coverage of the internal iliac artery. Per the physician the cause of the event was related to the patient's vascular morphology. It was said the common iliac artery was tapered and the device was deployed while pushing it in so that it would bend within the aneurysm. When all endurant limbs were deployed, the end up releasing in a way that caused them to slip downwards. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported type ib endoleak, inaccurate delivery, and internal iliac artery occlusion could not be confirmed based on the single still angiogram available; therefore, the cause of the event could not be determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, and procedural video angiograms showing the deployment of the stent graft and the exact timing of the reported events were not available for review. Analysis of the returned films did not reveal any obvious stent graft issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.